Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, non-tortuous, right coronary artery. Resistance was felt during advancement of the 3.5 x 23 mm xience prime stent delivery system (sds) in the patient. It was observed that the shaft outside the patient had kinked. Resistance was also felt during retraction of the sds from the patient. A new sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.